Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with high ketones that were identified as life threatening. The customer was treated intravenously with fluids of insulin and saline. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer reverted to an alternate method of insulin therapy.